Event description:
It was reported that a small volume folfusor was observed with no flow. The device was filled with fluorouracil and normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The lot 14b005 was manufactured between the dates of february 10, 2014 and february 11, 2014. The actual device was discarded by the user; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.